Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse installed an aluminum separator in the track profile. The separator will block any carriers from being diverted into the unused presentation lane for the coagulation analyzer due to a track stoppage or carrier jam downstream. This has resolved the issue of random tubes being pushed into the unused analyzer presentation buffer lane. The cause of the event was because track stoppage further down the track backed up carriers beyond the entry to the unused gate, causing samples to cross into it due to carrier pressure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Three patient samples presented in a lane for a coagulation analyzer which was not setup to sample from the aptio automation system track. The three samples were scheduled for testing on the advia 2400 instrument, and two of the three were scheduled for testing on an advia centaur instrument. The advia centaur testing had been completed; however, testing on the advia 2400 which was located upstream of the coagulation analyzer, was not completed. The samples expired by the time they were found by a staff member, causing delay in reporting results. There are no known reports of patient intervention or adverse health consequences.